Event description:
The clinic reported that a laser vision correction patient presented on (B)(6)-2015, with folds/wrinkles in both eyes post treatment of (B)(6)-2015. A flap rinse and lift was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6)-2004: right eye pre-op 20/20 -4.87 x .00 x 0; left eye pre-op 20/20 -4.25 x -2.00 x 25.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented on (B)(6) 2015 with folds/wrinkles in both eyes post treatment of (B)(6) 2015. Date of original treatment of the patient was not provided. Patient it was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2015 patient returned to center and had a flap lift and rinse performed. Bcva from (B)(6) 2004: right eye pre-op 20/20, -4.87 x .00 x 0, left eye pre-op 20/20, -4.25 x -2.00 x 25.

Manufacturer narrative:
Corrected data: the clinic reported that a laser vision correction patient presented on (B)(6)-2015, with folds/wrinkles in both eyes post treatment of (B)(6)-2015. A flap rinse and lift was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6)-2004 right eye pre-op 20/20 -4.87 x .00 x 0; left eye pre-op 20/20 -4.25 x -2.00 x 25. (B)(6). Additional report source: user facility. All pertinent information available to abbott medical optics has been submitted.